Manufacturer narrative:
UDI # (B)(4). Additional information have been requested. However, the healthcare provider has not provided any additional details regarding this event. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of two (2) years, six (6) months due to unknown reason. The tavr was performed with a 23mm non-edwards transcatheter valve. No other details were provided.